Event description:
At 0850 received isovue IV over 1 minute, 0851 1st scan completed, 0852 patient reported she did not feel right. At 0853 denied shortness of breath or chest pain or tightening. Complained of nausea. Cool wash cloth obtained. Pt became restless and wanted to sit up. Second tech arrived. Pt fell over. O2 started and emergency help obtained (dr + nurse). At 0854 transferred to ed with anaphylactic reaction treated with epinephrine IV, benadryl IV and cimetidine IV and dopamine drip, stabilized and transferred to covenant medical center. Event abated after use stopped or dose reduced? No.